Manufacturer narrative:
H6: investigation findings: code 3233 updated to code 213. H6: type of investigation updated to 3331. H6: investigation conclusions updated to 50.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2021, the patient was treated for an aortic dissection and abdominal aortic aneurysm. A gore® tag® conformable thoracic stent graft with active control system was implanted. The patient tolerated the procedure. On (B)(6) 2021, the physician implanted two gore® tag® conformable thoracic stent graft with active control systems,. The reason for the procedure is unknown. The patient tolerated the procedure. On (B)(6) 2021, the patient presented emergently complaining of paint. Physicians conducted angiograms to locate any possible endoleaks, believing there might be a type iii endoleak between the two components of the devices implanted on (B)(6) 2021. They were unable to confirm an endoleak, but decided to implant a gore® excluder® aaa endoprosthesis as a precaution. The patient tolerated the procedure. On (B)(6) 2021, the patient had all implanted devices removed. No gore employees were present. No reason for the explant is known, and patient outcome is unknown.